Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-may-2016 who had essure (fallopian tube occlusion insert) on (B)(6) 2010 for permanent contraception. On or about (B)(6) 2014, the plaintiff began experiencing severe abdominal pain, rashes and itching, and hair loss. Debilitating symptoms forced her to seek treatment and on or about (B)(6) 2014, where she was hospitalized for approximately a week. On or about (B)(6) 2015, due to her symptoms, her doctor recommended removal of the essure devices. On or about (B)(6) 2015, the plaintiff underwent hysterectomy with removal of the essure implants. Due to this very painful procedure, the plaintiff was left with permanent scars. Following her hysterectomy, all of her symptoms essure related symptoms have resolved. Quality-safety evaluation of ptc received on 14-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and 4 years later, begun to experience severe abdominal pain and had to be hospitalized for approximately one week. One year and three months after the symptom's onset, she had the devices removed via hysterectomy. Following the procedure, she recovered. This event is listed in the reference safety information for essure. Abdominal pain, pelvic and uncharacterized pain may occur during essure use. Considering the temporal relation and the recovery after removal (positive dechallenge), causality between the reported event and essure use cannot be excluded. Additionally, non-serious events were informed. Since an intervention was required to remove the devices, this case is regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtain through litigation process.